Event description:
Initial information was received on (B)(4) 2015 from a consumer's mother. This (B)(6) year-old male child used a colgate motion battery powered toothbrush and the "very top circular head" came off and lodged in his throat, causing him to choke. He began using the toothbrush twice daily for the first time about six weeks prior to this report, on approximately (B)(6) 2015. Subsequently, he experienced the events on (B)(6) 2015. The moment the choking began, his mother turned him upside down and hit his back and the piece came out. A healthcare professional was not consulted and no treatment was required. He had used the toothbrush with no problems until (B)(6) 2015. The toothbrush was discontinued on (B)(6) 2015. At the time of this report, the child had recovered. (B)(4).